Event description:
It was reported that the patient presented remotely via merlin.net. The right ventricular (rv) lead was over-sensing noise. The rv lead was explanted and replaced. The patient was stable.